Manufacturer narrative:
(B)(4).

Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.

Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath was returned with no sheath tabs and contained signs of use in the form of biological material. Visual examination revealed the sheath was slightly split along the score lines at the proximal end. The proximal end did not contain any damage marks, indicating that the sheath tabs were not torn away. The distal end of the sheath contained no defects or anomalies. The sheath body measured to be 4.45" which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The customer report of detached sheath tabs was confirmed by complaint investigation of the returned sample. The sheath body contained no damage to suggest the tabs were torn away. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.